Event description:
During arthrectomy procedure the "distal radial opaque portion of the wire remained in the distal right coronary artery. Attempts to retreive it were not successful". Medical findings from the procedure were not affected. Mfg. Rep notified and came to view the sca ex athero cath and photographs were taken of the productinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.